Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. They stated they do not have this information and cannot recall any further information regarding it. They stated as far as they can recall they haven't run into any more problems with the connections. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No sample has been received for evaluation; therefore, the reported condition was not confirmed and the root cause was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained. The product code of the device involved in this incident is unknown; therefore, the 510k number is not provided.

Event description:
During a facility visit by a baxter clinical educator, the nurses reported an incident in which the transfer set fell off from the titanium adapter. Patient involvement is unknown at this time. No further information is available at this time.